Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician, there were no complications experienced during the procedure. The patient's initial post op visit in (B)(6) 2010 (exact date not given) was normal with no patient complaints or objective exam findings. Patient stated she was doing well and the surgery sites were well healed. The patient's post op visit in (B)(6) 2010 (exact date not given), the patient presented complaints of a vaginal rash and itchiness. The patient was diagnosed with a vaginal yeast infection and treated. There were no other complaints noted. The patient has not been seen or heard from since. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.